Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their symptoms have not been controlled for the past week and a half or 2 weeks. The pt has increased therapy strength and symptoms have gotten worse. The pt stated they are back to getting up every 1.5 hours to pee and last night found self urinating in bed. The pt switched to a different program on the call. They confirmed stimulation was in the bicycle seat area and comfortable. The patient was going to maintain stimulation level and will continue to track symptoms. 2022-05-04 additional information received and patient stated that they have the therapy. At night she urinates every hour to hour and a half. Last night she urinated every 45 minutes. Patient has tried changing to program 2,3 ,4, 7. Patient does wait a couple days in-between settings changes to give her body time to adapt. Last time she made a change was (B)(6). Patient increased the stimulation to 1.4 last night. Patient said 1.4 is the highest she can tolerate. The patient can't get a good night sleep. Patient is having leakage. Patient did say they had liposuction on thighs a couple weeks after implant. It was shortly after liposuction that the therapy stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported that 4 new programs added however issue not resolved as of yet.